Event description:
It was reported that the patient's implantable neurostimulator moved around in the pocket. The patient scratched the area around the device site and heard a "popping" noise. The patient also experienced a loss of therapeutic effect. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).